Event description:
It was reported that during the trial period, the patient developed new pain at the right lower extremity. The physician believed it was due to patients position during the procedure. The patient was administered with medications. No device malfunction was suspected. The patient had a lead pull and the removed leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7245355.